Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a cervical fusion surgery where rhbmp-2/acs was used on an unknown date. It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Event description:
It was reported that the post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near where the implant site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient suffered intermittent pain in her neck with shooting pain down her arms, including occasional numbness in her arms prior to surgery. Before (B)(6) 2011, ms. (B)(6) treated this condition with occasional physical therapy and epidural steroids, as well as with muscle relaxers and other pain medications. It was also noted patient had a pannus on her neck near her brain stem that was the source of her pain and symptomology. On (B)(6) 2011, patient underwent a spinal fusion procedure from c3-c4-c5, as well as from c1-c2. The patient was implanted with rhb mp-2/acs. Post-op, patient experienced an extreme increase in her normal level of pain. Since the surgery, she has been unable to work and is often unable to move about unaided. She is now totally disabled.